Manufacturer narrative:
There was no product returned for evaluation and no lot number was provided. Based on the additional information received from the account stating, "resistance was met with the wire and it was continued to be pulled on until it broke", the most likely root cause is related to unintended use error which caused or contributed to event. The IFU warns, "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation.".

Event description:
After getting access, the 0.018" wire was attempted to be removed. Upon pulling on the wire, the tip broke off and was found to be embedded in the femoral vein wall following an ultrasound. A follow up ultrasound weeks later found the wire tip to be encased in the vessel wall and it was deemed to be non-threatening to the patient. Additional information received 22oct2018: resistance was met with the wire and it continued to be pulled on until it broke. Ultrasound follow up determined the tip of the wire was safely encapsulated in the vessel wall and should not be an issue in the future.